Event description:
Pt undergoing left shoulder arthroscopy. During the procedure, a small cylindrical, transparent, yellow object was visualized on the screen. The physician looked for the object but was unable to locate it. Unrelated to this event, an open procedure needed to be performed in order to do the appropriate repair. The object could not be located. An arthrocare turbovac 90 wand was utilized during the procedure. The device was sent for investigation based on information from the arthocare representative that there was a potential that the epoxy ring could have been dislodged from the probe. A letter dated nov 14, 2003 was received from the co stating that the product was evaluated and found to have a missing epoxy ring. The arthocare medical director was contacted for advice concerning further use. These devices with these lot numbers have been removed from stack.